Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal was deployed without incident. Hemostasis was achieved and continued upon discharge. The pt returned to the emergency room three days later with right calf pain. The pt was admitted for an ultrasound which indicated a blockage. Tpa was administered the next day and resulted in a large hematoma over the right groin. An angiogram was performed the next day which indicated a 100% blockage of the right superficial femoral artery and right femoral artery laceration. A thrombectomy was then performed which yielded a spongy cyclindrical mass approx 2.5 cm x 0.5 cm. The mass was a reddish/tan homogenous mass. According to the pathology report, the findings were inconclusive as to the identify of the mass. The pt received a blood transfusion post tpa/hematoma development. The pt remained in the ICU at the time of this report.